Manufacturer narrative:
Lot history record review: the lot history was reviewed for any abnormalities, which may have contributed to the complaint. Nothing found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was not returned for evaluation. Conclusion: the complaint investigation is still ongoing at this time. A follow up report will be sent when the complaint investigation has been completed.

Event description:
Pt experienced ventricular tachyarrhythmia during ire procedure.